Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that therapy was shutting off by itself. Sometime when the patient was laying down they feel stimulation and then sometimes it was like the device was dead. The patient had 2 programs "both of which are on." The patient would wake up in the morning and did not feel anything or stimulation would be very faint. The stimulation would be on 6 when they went to bed but when they woke up stimulation was on 0.0. If the patient laid down for 30-44 minutes then stimulation would stop. These issues occurred intermittently since implant and was related to the patient laying down. Sometimes the patient had adaptive stimulation (as) programming on and sometimes they did not. Patient services recommended that the consumer either turn off adaptive stimulation or adjust the setting for laying down and to reach out the hcp. Additional information noted that the patient had not worked with the representatives regarding this issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B) (4) 2018 reporting that the patient wakes up with stimulation at 0.0v. The patient has 2 programs but basically used 1 of them. When the patient had adaptive stimulation (as) on there were no problems but when as was off then the issues started with stimulation changing. During the call it was confirmed that the patient had not been waiting for 10 minutes to save the as settings because they had not known how long to wait. Per the consumer, the one thing better with their current ins than their previous one is that it did not have a turn thing on it. There was not a huge improvement with this current ins because they were charging more and only had 1 program that was not set high (with 7 as the potential highest per the consumer). The patient had a separate program for their legs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the controller has almost no improvements. They stated that they have to charge more often and has to keep turning the screen on to monitor their charging percentage. The patient added that they don't like that the controller battery level goes down when they charge their implantable neurostimulator (ins) because they are constantly either charging the ins or controller. Patient services reviewed to monitor the flashing green light while charging, and that it is unnecessary/not recommended to continuously turn the screen on while charging. The patient stated that they also disliked their experience with adaptive stimulation. They repeated previously reported information. The patient indicated that they were at the dentist about a week prior to the report, and their stimulation ¿was going crazy¿ when they were lowered back in the dentist chair. They added that they stopped using adaptive stimulation and turn the therapy off when they go to sleep. The patient stated that they have 2 programs for their stimulator; one for their back and one for their thigh. They mentioned that the program for their thigh will stimulate outside of that area. They noted that they can feel stimulation in their lower back, which is uncomfortable. Patient services reviewed programming considerations. The patient stated that if they lower the stimulation, then they cannot feel it. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.